Manufacturer narrative:
Product complaint#: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was obtained via: one of our intermountain facilities is reporting an issue/concern with an item that it is purchased from your company. Please include (B)(4) in all email correspondence. Situation: issue: surgeon was using a pack of 0 ethibond "pops", that come in an 8 pack. These sutures are designed to release from the needle under a certain amount of tension. He states that this pack seemed to release under less than usual tension, altering his suture process and one needle came free from the suture and fell to the floor, presenting a safety concern of possible mishandling. No injury occurred, but he states this has been happening recently with other packs of this same type of suture. Background: event date: 11/20/2024, ih #: 93004745, mfg #: ethcx21d, description: suture ethibond 0 ct1 8-18in gr cx21d. Sample available: yes (if sample is available and would like it sent for your evaluation, lot#: 101gll. Assessment: po#: (B)(4). Was there injury? No. Name of facility: supply chain organization - imat - receiving services ¿ (B)(4). Recommendation/request: supplier¿s next steps: 1. If you would like the product returned, within 10 days that this email was sent (11/21/2024). If no label is received, product will be discarded.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported that there was issue with tension release with needle from suture. There was no patient consequences reported. Device availability unknown. There were no adverse consequences reported. Additional information was requested.